Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted if additional information becomes available. The reported condition was confirmed but not duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Manufacturer narrative:
(B)(4). A service history review has been performed and the device has not been previously serviced by baxter for the reported condition. A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 703:00. This condition was found in "4 north" during programming/setup. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. During the product evaluation at baxter, it was discovered that failure code 703:00 occurred during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version for this device is 5.09.90, categorized as remediated.